Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 5 ml bd luer-lok¿ syringes sterile, single use experienced foreign matter in a fluid path component. The following information was provided by the initial reporter: staining or possible contamination just above plunger.

Manufacturer narrative:
H6: investigation summary: two photos were received and evaluated. One photo displayed what appeared to be a filled 5ml syringe (p/n 309646) with a fragment of gray foreign matter circled. However it was unclear from the photo if the foreign matter was embedded or loose in the fluid path. One photo showed a second 5ml syringe with an area of the barrel roof circled. The quality of the photo did not allow for any defect to be confirmed. Physical samples of the defects are required for a more in depth evaluation. Potential root cause for the foreign matter defect could not be determined from the photo provided. Since root cause could not be defined, corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 2 5 ml bd luer-lok¿ syringes sterile, single use experienced foreign matter in a fluid path component. The following information was provided by the initial reporter: staining or possible contamination just above plunger - picture provided.